Event description:
Very difficult to replace battery cap and still have product function. It happens every time I need to change the battery. It is frightening and my blood pressure soars. This last time I took my bp at home, and it was high and took hours to come down to normal. FDA safety report ID# (B)(4).